Manufacturer narrative:
The pipeline flex with shield embolization device and catheter were returned. The pipeline flex with shield embolization device returned within a dispenser coil and not within the catheter. The pipeline flex with shield embolization device and catheter were decontaminated. The marksman was measured and found to be within specification. No damages or irregularities were found with the hub. Bends or kinks were found with the catheter body. No damages or irregularities were observed with the distal marker/tip. The catheter was flushed, water exited the distal tip. The pipeline flex with shield embolization device was then examined. The pipeline flex with shield embolization device was returned within its introducer sheath. No damages were found with the introducer sheath. The pipeline flex with shield embolization device was found detached at the distal hypotube weld (solder joint) within the introducer sheath. The tip coil was found stretched within the introducer sheath. The pushwire was removed from within the introducer sheath without issue. The pushwire was found detached at the distal hypotube weld (solder joint). The introducer sheath was cut to remove the distal portions of the pipeline device. Using tweezers, the distal segment of the pipeline flex was pulled out. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. No breaks or separations were found with the distal pushwire. The braid was found deployed on the distal pushwire. The braid proximal end was found damaged. The damage occurred during removal from within the introducer sheath. The pipeline flex braid distal end was found fully open and in good condition. The ptfe sleeves and distal marker were found intact and in good condition. The tip coil outer coils were found stretched, with the core wire intact. The tip coil ball weld was found missing. No other anomalies were observed. Due to its damaged condition the pipeline flex embolization device could not be used for testing with the marksman catheter. The detached pushwire was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) elemental analysis. The elemental analysis of the detached pushwire end shows elevated iron (fe), tin (sn) and chromium (cr) peaks were detected on the wire surface. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿resistance in catheter hub¿ could not be confirmed and the cause could not be determined. No defect was found with the returned catheter hub that would have contributed to the event. Possible causes for resistance in catheter hub include introducer sheath does not sit securely inside the hub, delivery wire torqued/pulled back during insertion, or user does not maintain continuous flush. Regarding the damages found with the returned pipeline flex embolization device it appears there was excessive force use. Damage is likely to occur if the device is advanced/retrieved against resistance. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was an indication that the event was related to a possible manufacturing issue, so a device history record review was performed. The DHR review did not identify any anomalies associated with this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received reported that during the introduction of the pipeline flex with shield resistance was felt at the microcatheter hub. It was stated that the catheter was flushed as indicated in the IFU, and the tip of the sheath was seated securely in the hub. It was noted that dapt (dual antiplatelet treatment) was administered. The patient was undergoing surgery to treat an unruptured, giant aneurysm located at the internal carotid artery non ophthalmic. It was noted the vessel tortuosity was moderate. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU. No damage to the catheter was observed. It only showed resistance in the hub when the doctor tried to introduce the pipeline.